Manufacturer narrative:
Keller funnel lot# 23b41c. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (malfunction, device could not be used).

Event description:
Healthcare professional reported "keller funnel was not lubricated, implants would get stuck and not slide through even with added lubrication". Funnel was hydrated using saline. There was patient contact.